Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the first returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 4cm cut line. Microscopic evaluation noted that the first reload had damage to the cutting edge of the knife blade. Visual inspection of the second and third returned products noted that the reloads had a full staple complement. Functionally, the reloads were loaded into a post market vigilance instrument, the first reloads interlock was overridden, and the reload were cycled without hesitation and were applied to test media. All remaining staples were placed, and test media was transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy procedure, on the first firing, a 60mm cartridge was used and the firing stopped advancing at about 20mm. After a while, the device was fired again, but there was no reaction. A new cartridge was attached, but the lcd became dark, and another new cartridge was attached again, but the situation was not improved, so the device was stopped using. The procedure was completed with another device. There was no patient injury.